Event description:
Complainant alleged that the medics responded to call for a pt (age and gender unknown) who was in cardiac arrest. In preparation of defibrillating the pt, the medic charged the device to the desired joule setting, but the device did not hold the charge long enough to shock the pt. The medics were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.